Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A photo was provided for evaluation. In the photo a hair can be seen. In order to have the hair in the location observed in the photo, the contamination would have occurred during the assembly of the bag. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. House retain samples from the reported batch were also evaluated and no abnormalities or non-conformances of this nature were observed. As a result, this incident has been determined to be an isolated incident. The applicable manufacturing personnel have been informed. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: hair discovered in injection port of 2l single chamber final container.